Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with a low vault. In a separate visit the lens was repositioned. Lens rotated again. At a later visit the lens was explanted. On the same day separate surgery the lens was replaced with the longer length lens, vertically implanted and the problem was resolved. The cause of the event was reported as unknown.